Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The malfunction in the initial medwatch was not alleged; the customer returned unused product. The breaking of the device was reported on medwatch 9610595-2023-00523 with patient identifier (B)(6). Refer to this file for supplemental information related to that event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus that the device was broken out of the box. Follow up with the customer was performed and they verified that they were not able to connect the tube to the channel connector. This event was reported under patient identifier (B)(6). The customer returned the subject device and the remaining eleven (11) devices within the box. The following related reports will be identified under: patient identifier (B)(6). Patient identifier (B)(6). Patient identifier (B)(6). Patient identifier (B)(6). Patient identifier (B)(6). Patient identifier (B)(6). Patient identifier (B)(6). Patient identifier (B)(6). Patient identifier (B)(6) (this report). Patient identifier (B)(6). Patient identifier (B)(6).

Event description:
The customer reported to olympus that the device was broken out of the box. Follow up with the customer was performed and they verified that they were not able to connect the tube to the channel connector. There was no patient involvement.

Manufacturer narrative:
Device manufacturer date: the device was manufactured in (B)(6) 2020 based on the three-digit lot number. The specific date could not be determined with that information. The device was returned to olympus and the following was found: the connecting tubes have scratches on the tubes outside and white spots inside the tubes. There were also scratches on the metal connectors and nicks/scratches with the orange plastic connectors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly